Manufacturer narrative:
User facility contacted magellan's product support team to report the instrument started to have issues a few days ago. The instrument powers on as usual, however, it is no longer reading a sample application. During a sample application, the customer inserts a sensor, but the analyzer does not begin countdown. Also, the instrument sometimes registers a sample, sometimes it does not. User even tried sensors from different test kits, performed a power cycle, and re-calibrate the analyzer. The user also stated a black box sometimes appears on the display screen. Ps also asked the user to visually inspect the sensor pins. Corrosion was noted on the sensor pins. Ps reviewed the importance of removing spent sensors promptly. Magellan swapped out the instrument and ac adaptor at no charge. The instrument and ac adaptor were returned to magellan for evaluation. During investigative testing by magellan, it was noted that the returned analyzer (s/n: (B)(4) showed signs of corroded sensor pins. Corrosion of the pins occurs when there is overexposure of the pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instructions in the package insert) or when too much sample is added to the test sensors. Furthermore, this incident is consistent with external qc not consistently being performed in accordance with the manufacturer's instructions. Periodic testing with qc controls is used to monitor the instrument's performance. Magellan conducted further internal investigations on this instrument, it generated erroneous results; therefore, there is potential that an erroneous patient result could have been generated. However, no user impact or patient harm was observed. User coplaint: (B)(4).

Event description:
User facility contacted magellan's product support team to report the instrument started to have issues a few days ago. The instrument powers on as usual, however, it is no longer reading a sample application.